Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported the battery is dead and not charging, the touchscreen does not work intermittently, and new front and rear bezel, front panel and top cover are needed. There was no patient involvement.

Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 no additional information was provided on the repair of the touchscreen and battery failure. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.